Event description:
Customer received blood glucose results of 485 and 269 mg/dl within 10 minutes. As the results were outside the manufacturer's allowed 20% variance, a malfunction will apply. Customer went to the emergency room at the advice of his physician as readings were consistently high and customer is prone to renal failure. No treatment was reported by customer at the hosp. The hosp tested with an unk brand of meter with a result of 206 mg/dl.